Manufacturer narrative:
The field service representative was unable to determine a cause. He checked the sample s/r probe fluidics and replaced all the s/r probe tubing. He checked and aligned s/r probe to center of assay cup and verified the center of sample disk tube. He also cleaned the system tank filter and checked the s/r probe pressure and level detections with all results within specifications. Performance tests were run to verify the analyzer performance with acceptable results.

Event description:
The user reported out a critical troponin t result of 0.184 ng per ml. A sample drawn from the same patient two hours later gave a result of less than 0.010 ng per ml twice, so the user repeated the original sample twice and obtained a result of less than 0.010 ng per ml each time. All samples were from the primary 13 x 75 lithium heparin green top tube. A corrected report was sent and physician notified. The lab does not have access to patient records and does not know if treatment was given, the condition of patient or if the patient was adversely affected. It was noted the troponin t qc was out of range prior to patient testing.